Event description:
Caller reported experiencing a cgm error with code 42 related to a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by guiding the caller through a complete pump reset, which resolved the issue as the pump did not display the error code again. The caller successfully initiated a new sensor session.